Manufacturer narrative:
Refers to the main device, other components include: product ID 8578, lot# n265871004, implanted: (B)(6) 2011, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was rece iving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported it was reported that the patient was experiencing increased spasticity. The hcp attempted catheter access port aspiration (cap), but was not able to aspirate on multiple occasions. The hcp described it as a "dry tap". The cause of the inability to aspirate from the cap was not determined. The patient was to be referred to their implanting physician for a consultation and possibly a catheter revision. No environmental/external/patient factors that might have led or contributed to the issue were reported. It was confirmed that no surgical intervention was planned or had occurred. No further interventions were reported. The issue was not considered resolved at the time of the event. The patient's managing physician made no further attempts to aspirate the catheter following the initial report. The patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that a revision of the pump and catheter was scheduled for (B)(6) 2018. No further complications were reported.